Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed eleven months remaining longevity. Four months after, the device reached explant. Moreover, during the most recent device check, the device reached end of life (eol). The field representative thought that the device depleted faster towards end of life (eol). The device was explanted and will be returned. No additional adverse patient effects were reported.